Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the power up test fail 14. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the issue. The stm found the scroll compressor was not able to increase pressure and therefore power up test fail #14 was displayed. The scroll compressor was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). After inspecting the iabp the stm found the scroll compressor was not able to increase pressure and therefore power up was displayed. The scroll compressor was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the power up test. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.